Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a "barrel abnormality".

Event description:
It was reported that the bd luer-lok¿ tip syringe had a "barrel abnormality".

Manufacturer narrative:
Investigation summary: DHR- there was no documentation of issues for the complaint of lot # 8178867 during this production run. One sample was received. The sample was in good condition but was not in its original packaging. Our quality engineer visually inspected the returned unit and observed damage to the barrel wall. Based off of the visual inspection the engineer was able to verify the reported issue. The damage was most likely caused by a jam during the plunger and rubber stopper assembly process. This appeared to have been an isolated incident as it was the first reported case of barrel damage associated with this lot. The manufacturing facility has been notified of this event but no further corrective actions were determined to be necessary at this time. Conclusion(s): root cause- the plunger- rubber stopper assembly process. A jam occurred.